Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, log files show that on (B)(6) 2021 8:19:32 am (system time), multiple failures were found, including alarm 316-blower failure, alarm 401-insp valve or device leaky, and insp valve test error-4 with 22657. The blower speed is 01/min according to the blower test screenshot with 30% set voltage. Vyaire medical advised the customer to check the unit to another well-known moog blower and perform a blower and inspiration valve tests prior sending the logs. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista 1000 is having a technical failure alarm 401 - inspiration valve or device leaky. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Log file analysis reveals alarm 316-blower failure, alarm 401-insp valve or device leak, and insp valve test error-4 with (B)(4). Blower type on the new main board was wrongly configured. After configure the blower type to "moog" the issue resolved. New mainboards are always shipped with "micronel" configured and it is mentioned in the repair instruction that the blower type needs to be configured accordingly. The root cause was determined due to wrong blower type configured. This complaint will be included with on-going trending analysis. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.